Event description:
It was reported that this valve was explanted at implant due to leakage and possible suture loop. No further info was provided.

Manufacturer narrative:
Device eval in process; not completed at this time.